Event description:
Patient reported a right side rupture. Healthcare professional also reported right side "rupture" and "free gel extending into the axila." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: device photograph for the device related to the reported event of rupture was reviewed on oct 20th, 2020. Visual analysis of the photographs identified: ¿ red tissue ¿ opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally noted "almost free gel extending into the axila". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, additionally a healthcare professional also reported right side "rupture". Device remains implanted.